Event description:
1 of 2 reports. Other mfg report number: 3014334038-2022-00100. A facility reported a cerelink sensor (ID unknown) was implanted in the operating room and it functioned correctly but later, an error message appeared. Medical staff changed the cable and monitor without success. No additional information is available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Cerelink sensor was not returned for evaluation and lot number information has not been provided; however, a corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.